Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The first patient's initial sodium result was 59.00 mmol/l. The first repeat result was 63.00 mmol/l. The third repeat result was 61.00 mmol/l. Five days later, the sample was tested on an avl 9180 analyzer and the result was 151.10 mmol/l accompanied by a data flag. The first patient's initial potassium result was 1.82 mmol/l. The first repeat result was 1.98 mmol/l. The third repeat result was 1.90 mmol/l. Five days later, the sample was tested on an avl 9180 analyzer and the result was 4.85 mmol/l. The second patient, a (B)(6) female, had an initial sodium result of 71.00 mmol/l. The first repeat result was 78.00 mmol/l. The third repeat result was 74.50 mmol/l. Five days later, the sample was tested on an avl 9180 analyzer and the result was 124.00 mmol/l accompanied by a data flag. The second patient's initial chloride result was 47.90 mmol/l. The first repeat result was 55.20 mmol/l. The third repeat result was 48.6 mmol/l accompanied by a data flag. The third patient, a (B)(6) female, had an initial sodium result of 92.00 mmol/l. The first repeat result was 97.00 mmol/l. The third repeat result was 94.50 mmol/l. Five days later, the sample was tested on an avl 9180 analyzer and the result was 160.7 mmol/l accompanied by a data flag. The third patient's initial potassium result was 2.63 mmol/l. The first repeat result was 2.81 mmol/l. The third repeat result was 2.72 mmol/l. Five days later, the sample was tested on an avl 9180 analyzer and the result was 4.72 mmol/l. After the first run, the results were considered critical and repeated together with controls. Prior to performing the repeat runs, the medical technologist on duty inspected the analyzer and checked for the possibility of clogged pipes or probes. She found none. After the repeat runs, the controls were within the stated reference ranges. The results were averaged and released from the laboratory. On (B)(6) 2012, a fourth patient sample was tested with an initial sodium result of 107.19 mmol/l. The medical technologist decided to double- check the result by running the sample using an avl 9180 and the result was flagged "^^^^^". The medical technologist ran the sample a third time alongside controls using the cobas 6000. The controls were "in" and the sodium result was 119.81 mmol/l. The medical technologist ran the sample a fourth time using the cobas 6000 and the result was 138.01 mmol/l. Another medical technologist ran the sample a fifth time and the result was 137.61 mmol/l. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. There were no adverse events.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The calibration was correct and all controls were in. It is assumed that the instrument was measuring correctly. This is also supported by the customer stating that all other results released that day were acceptable. The patients were not adversely affected.